Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: size and location of dehiscence? Along the vaginal cuff suture line, roughly the size of a thin index finger. What post-op date after surgery did the dehiscence occur? Unknown. Surgeon confirmed the dehiscence on post-op 30 day exam. What intervention was performed for the dehiscence? The defect was closed with suture in outpatient setting. Lot number? Unknown lot #. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure. Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What instruments were used in this procedure to handle the suture? Please describe any surgical intervention required for the wound dehiscence including date and findings. Can you describe the appearance of the stratafix suture during second procedure? Did the stratafix suture break, if so, where (termination, middle, end)? Were there any precipitating stress factors for the suture breakage or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy on an unknown date and a barbed suture was used for closure of the vaginal cuff. Approximately 4-5 weeks post-op, the suture broke and the patient experienced a wound dehiscence along the vaginal cuff suture line, roughly the size of a thin index finger. The surgeon confirmed the dehiscence at the post-op 30 day exam. The defect was reinforced and closed with suture in outpatient setting. The patient had post-op bleeding/oozing that was persistent for several weeks., the surgeon was not sure if the patient followed post-op guidelines recommending no vaginal intercourse for 8 weeks. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/7/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, weight, bmi at the time of index procedure unknown demographics beyond the sex of the patient (female) date of index surgical procedure? (B)(6) 22 the diagnosis and indication for the index surgical procedure? Unknown diagnosis for total laparoscopic hysterectomy what was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal. Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Yes. Was at least one reverse stitch performed prior to closure? Yes. What instruments were used in this procedure to handle the suture? Laparoscopic needle drivers, unknown manufacturer. Please describe any surgical intervention required for the wound dehiscence including date and findings. Defect was closed with unknown suture in an outpatient setting can you describe the appearance of the stratafix suture during second procedure? Surgeon noted that there was a small break in the suture, roughly the size of small finger. Did the stratafix suture break, if so, where (termination, middle, end)? The suture break was towards the end. Were there any precipitating stress factors for the suture breakage or pulling out of the tissue? Unknown. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? None noted. What symptoms did the patient experience following the index surgical procedure? Onset date? Patient experienced persistent oozing/bleeding. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? The physician is unsure of what caused the event. It has not happened to her in 10 years. What is the patient's current status? The patient made a full recovery, from what I was told.